Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was slow to respond. A technical support specialist (tss) checked the logs, verified user logins, and found 22 missing indexes in the database. The tss recreated the indexes and confirmed there were no more missing indexes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was slow to respond. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.